Event description:
Device malfunction: cuff and foot break (device #1). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at and proglide devices attempted arteriotomy closure after an unspecified procedure. Reportedly, a cuff miss occurred. A guide wire was re-inserted into the artery and the device was removed. A second perclose at and a perclose proglide was attempted with the same results. Hemostasis was achieved using manual compression. During device eval, a posterior foot break was found. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: eval of the returned device found it was returned partially deployed. The link and cuffs were not returned for investigation. Approximately 12 1/2 inches of the suture was exposed and the remaining portion remained in the suture lumen. The posterior foot was found to be broken off and not returned. This type of damage has been consistently seen when the needle is deflected and strikes the foot. A foot break during use results in a cuff miss as reported by the customer. No info regarding the patient's anatomy was provided and there was no reported movement of the device during deployment. A root cause for the foot break could not be determined; however, it is believed to be related to the operational context in which the device was used. No manufacturing issues were detected. A review of the history record for this device did not produce any findings relevant to this investigation.